Manufacturer narrative:
A second quill srs product was also reported. The product info is as follows: model/catalog#: ya-1015q, lot#: m503450, exp. Date: 10/31/2010, device manufacture date: 10/2008, 510(k)#: k072028. All other info recorded on this form is applicable to both devices. Results: the device was not returned for evaluation. No product evaluation can be performed. Relevant portions of the device history record were reviewed for both products reported. No pertinent findings were noted. (B)(4), ra-1029q, size 0, pdo, ya-1015q, size 2-0, monoderm.

Event description:
The pt underwent a total knee arthroplasty using quill srs, size 2-0, monoderm, for closure of the superficial (subcuticular) layer and quill srs, size 0, pdo, for closure of the intermediate (subcutaneous) layer. Three (3) days following the procedure, while still in the hospital, the pt experienced a partial dehiscence of the subcuticular layer. The pt was managed with placement of staples in the affected area. One (1) week postoperatively, the pt experienced an additional partial subcuticular dehiscence and a partial subcutaneous dehiscence. The pt was managed in the emergency room under conscious sedation to irrigate and close the wound using conventional suture and staples.